Event description:
It was reported that the pump would shut down unexpectedly. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support and has reverted to using an alternate method of insulin therapy, therefore no additional information was obtained.